Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Expected but not yet returned.

Event description:
After an acl procedure screw was removed 14-15 weeks post-op. This was done due to a redness of the skin. There was no infection determined. Screw was removed 5 weeks ago; dates of the surgeries are unknown. New acl was already very well refixed to the bone, so the screw could be removed without problems.